Event description:
Patient presented with an increase in seizures. No other relevant information has been received to date.

Event description:
Information was received from the physician's office noting that the increase in seizures was due to an external factor - not vns, and that the increase in seizures is back to pre-vns baseline levels. No other relevant information has been received to date.